Event description:
The patient was getting progressively jaundiced and underwent a laproscopic cholecystectomy earlier this year. The gallbladder was thin walled, tense and distended, with dark green bile. Thick bile was aspirated, the infundibulum of the gallbladder was elevated, displaying a rather large cystic duct about 10mm in diameter. The cystic duct was doubly clipped distally and once proximately and divided. The cystic arteries were individually clipped and divided. The gallbladder was then removed. The patient began to experience severe abdominal pain approximately 24 hours postoperative. A decida scan (nuclear medicine scan of the biliary tract using iminodiacetic acid) was done which showed a large collection of tracer in the right upper quadrant, indicating a bile leak. The patient was returned to the or with peritonitis. At operation the findings were one clip was off the cystic duct completely and the other was loose and bile was leaking freely through the cystic duct remnant.